Event description:
It was reported that via merlin.net transmission, non-sustained lead noise due post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.